Event description:
It was reported that the patient experienced phrenic nerve stimulation and feelings of sickness. The left ventricular lead was dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.